Event description:
It was reported that the user and spouse experienced a brief sensor issue alert while using the ilet with a dexcom g7 continuous glucose monitor (cgm), characterized by signal loss and loss of communication between devices, after which the agent guided them to toggle the g7 off and on and restart the sensor, resulting in successful pairing and continued operation with blood glucose unaffected. No adverse clinical symptoms were reported. Outcomes included no interruption to therapy beyond temporary loss of cgm data and no need for medical care. User support included customer support troubleshooting and education, including sensor restart and device reconnection steps. Investigation of this case revealed a transient communication disruption consistent with brief cgm signal loss without evidence of device damage or persistent malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user/system interaction leading to temporary signal loss, resolved by standard troubleshooting.